Event description:
It was reported that nine days post implant the patient¿s implantable cardioverter defibrillator (ICD) was alarming. The patient was brought into the clinic and an interrogation of the device was done. The right ventricular (rv) lead had high short v-v intervals noted since implant, the rv lead impedance measured 0 ohms, rv coil impedance within normal range and the r-waves seem to fluctuate. However, secondary testing gave rv lead impedances all with in normal range. No noise on manual manipulation of pocket and the rv lead appears normal on x-ray. The company¿s technical services was then consulted and from review of the data it was determined that an alert triggered for high and undefined pacing impedance and the pacing impedance was variable since implant. No evidence for 0 ohms impedance measurements were found. A connection issue with the rv lead and device header was suspected. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was reported that no action was taken at this point. The physician decided to continue monitoring.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the right ventricular pacing impedance was below the expected lower range. Analysis of the device memory indicated the right ventricular pacing impedance was beyond the expected upper range. Analysis of the device memory indicated the right ventricular pacing impedance trend was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Correction: e1, e2, e3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.